Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during central processing, the customer identified an exposed wire on the fenestrated bipolar forceps instrument. There was no reported injury.